Manufacturer narrative:
The device has been returned to conmed corporation for evaluation; however, the evaluation has not yet commenced to-date. On completion of the quality engineering evaluation, a supplemental report will be filed. This is being reported due to a sentinel event reported on medwatch 1320894-2013-00015.

Manufacturer narrative:
One (1) detachatip iii long fenestrated grasper was returned for evaluation on 18-jun-2014. Visual inspection of the returned instrument found one of the jaws was completely detached from the device (see attached photos). The location of the break was at the cam slot in the jaw tail piece where cross sectional area (material thickness) is the smallest. This instrument was manufactured on 12-jun-2013. Of the lot containing 23 units, there were no other similar complaints received. A review of the device history record for this lot # found no noted of discrepancies during the manufacturing process that could have caused or contributed to this reported breakage. The detachatip multi-use graspers, long fenestrated grasper is a multi-use laparoscopic long fenestrated grasper intended to grasp tissue in a variety of endoscopic procedures. It should be noted, this is a reusable device and that the unit was shipped to the customer on 07-jan-2014, and thus the instrument had been in use for approximately 4 months and the number of surgical uses and sterilization cycles was not provided. In this instance, the exact cause of the reported "jaw breakage" was unable to be determined at this time. However, evaluation of similar complaints revealed that this type of breakage can occur, if excessive lateral force was applied during use or if the jaws of the dtip were coming in contact with the jaws of another instrument when grasping the tissue and was inadvertently gripping and/or closing its jaws over another instrument within it grasp. The IFU (instructions for use), states that "detachatip laparoscopic instruments have been validated for thirty (30) steam sterilization cycles. The useful lifespan of a surgical instrument is largely dependent on the care and handling of the instrument. For optimal life, protect the detachatip instruments from contact with other instruments during cleaning and re-sterilization". Final determination of the device lifetime is at the discretion of the operator. Thus, device damage during cleaning and handling could also contribute to its useful life span. To reduce the risk of the jaw breakage and patient injury, the IFU provides the following warnings: avoid overstressing mechanisms of instruments by properly gripping and maneuvering during surgery. If excessive force is applied, the mechanism can be easily overstressed resulting in damage or breakage. The date of this report was reported incorrectly on the initial submission and should be 06/04/2014 as reflected in this medwatch. The date received by manufacturer was reported incorrectly on the initial submission and should be 06/04/2014 as reflected in this medwatch.

Event description:
It was reported, "tip broke off in patient during use. Tip was recovered." It was also reported that there was no patient injury.